Event description:
It was reported that the patient experienced syncope during a regular follow up appointment. The physician office reports that they can't be assured that the patient wasn't hurt when she fell down. There was reported oversensing and intermittent capture noted on the lead. The lead was explanted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead analyzed.